Manufacturer narrative:
Additional information: device manufacture date has been updated based on product download. No product has been returned and an extended investigation has been performed for the reported complaint. There was no indication that the product did not meet specification. Dhrs (device history review) for the freestyle libre sensor and freestyle libre sensor kit were reviewed and the dhrs showed the freestyle libre sensor and freestyle libre sensor kit passed all tests prior to release. Dose audit reports were reviewed and demonstrates the continued effectiveness of the established sterilization process for libre sensor kits. Environmental monitoring reports were reviewed, including bioburden and endotoxin testing, and demonstrated that all monitoring processes continue to meet adc minimum requirements for product quality. If the product is returned, the case will be re-opened, and a physical investigation will be performed.

Event description:
A customer reported the filament of the adc freestyle libre sensor remained in the skin upon removal after the 14 days of wear. On (B)(6)2019, the customer had contact with an hcp who ordered an x-ray to be performed as the hcp was unable to remove the filament from the skin. If the x-ray shows the retained filament, a "small surgery" will be performed to remove it. No further information was reported. There was no report of death or permanent injury associated with this event.

Manufacturer narrative:
The product has been requested back for an investigation. A follow-up report will be submitted once additional information is obtained. The device mfg date is unknown. The date entered is the date abbott diabetes care became aware of the event. All pertinent information available to abbott diabetes care has been submitted.

Event description:
A customer reported the filament of the adc freestyle libre sensor remained in the skin upon removal after the 14 days of wear. On (B)(6) 2019, the customer had contact with an hcp who ordered an x-ray to be performed as the hcp was unable to remove the filament from the skin. If the x-ray shows the retained filament, a "small surgery" will be performed to remove it. No further information was reported. There was no report of death or permanent injury associated with this event.